Event description:
The medical team had an impella 5.5 supporting a cardiac surgery patient, which on day 13 stopped repeatedly. The team attempted to troubleshoot but, when issue did not resolve and pump restart appropriately, the pump was explanted. The pump has not been replaced.

Manufacturer narrative:
The investigation into the pump stop is on-going at this time. Upon the completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed the investigation into the pump stop has completed. The pump and data logs were analyzed. Blood ingress was found to have occurred due to misuse. The misuse, thought to be have occurred when sutures were applied caused a hole which allowed for the blood ingress and following pump stop. The failure mode will be monitored and trended.